Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed functional testing and no alarms were noted. The insulin pump was received with bleeding on lcd glass. The insulin pump also had had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It was reported, the customer received a motor error alarm while changing their infusion set. The customer stated their high blood glucose prompted them to change their infusion set. The customer stated the insulin pump was not dropped or bumped. Customer's blood glucose was 30 mg/dl. The customer has treated for their high blood glucose. Customer was advised to replace their insulin pump. No additional information provided.